Event description:
It was reported when using the unspecified bd needle was contaminated with a hair on the inside of the syringe at the end the following information was provided by the initial reporter: "staff members saw a contaminated syringe, she had just removed this syringe from its packaging and was about to draw medication with it when she saw that there was a hair on the inside of the syringe at the end."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One picture was received by the quality team for evaluation. The picture shows a 60ml syringe and a black thin line is shows at the end of the syringe, inside the tube. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.